Event description:
It was reported by the customer that the pyxis medstation es system encountered several failures with the drawer and cubies following the upgrade on february 5, 2025. It was also noted that a field service technician has made at least one visit to resolve the issue; however, the system continues to exhibit malfunctions. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawers 3.1 and 3.2 were failed due to the defective controller boards. A field service engineer replaced the drawer controller boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.